Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it inoperable. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting and determined the malfunction could not be resolved. They instructed the customer to use multiple daily injections as backup insulin therapy, and a replacement pump was sent. The customer was advised on returning the defective pump and configuring the new one, which included updating software and connecting their continuous glucose monitor.